Event description:
A surgeon reported their console displayed a system message "impossible to fill the cassette" before surgery began. After a 40 minute delay the cassette was exchanged and the issue was resolved. The surgery was performed without any complications. The patient had to stay longer under anesthesia with no reported harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).